Event description:
Caller reported experiencing multiple alarms, specifically alarm 2 followed by alarm 26. The patient's blood glucose level remained within the normal range, not exceeding 500 mg/dl, and the continuous glucose monitor did not read as ¿high.¿ to resolve the issue, the customer cleared the alarms and resumed insulin delivery. There were frequent occlusion issues, prompting customer technical support to transfer the call for further assistance. Cts will send new pump. Customer will continue to use current pump until new pump arrives.